Manufacturer narrative:
The product allegedly involved in the reported incident has not yet been sent to the manufacturer for investigation. The product and additional information regarding the reported incident have been requested. As new information is received, it will be presented in a follow-up report.

Event description:
Health canada informed us on the (B)(6) that one of our products was involved in a case (cervical spine laminectomy, c4-5) where the patient being treated suffered a minor laceration, which had to be approximated with staples.

Manufacturer narrative:
Since the rejected product was not yet available for examination at the time of the initial reporting, the results of the examination and the resulting findings with regard to the cause of the incident described are presented in this report. As the product was in specification and did not show any deviations that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The product was last sent to the manufacturer's us site for routine maintenance in february of this year. During the inspection at that time, the service department found that the extension arm of the skull clamp could not be fully inserted into the skull clamp's base. The deviation was remedied at that time by preventative measures (grinding off impact points or the distorted feature), inspection, functional check and lubrication. In this report, the contents of fields b6, d9, g6, h2, h3, h6 and h10 have been supplemented or updated due to the receipt of the product by the manufacturer and the new findings regarding the product condition as well as possible correlations with the incident described.

Manufacturer narrative:
UDI related data quality updates only. The following information is being corrected/supplemented due to discrepancies between data submitted in the previous report(s) and data submitted to the gudid: d1, g4, g6, h2.